Event description:
Initial result for a pt co2 was 41 mmol/l. When repeated, the result was 23 mmol/l. The incorrect result was not used to guide therapy. The field service representative was unable to determine a cause for the discrepancy.